Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed atrial undersensing, loss of capture, and low pacing impedance on the atrial lead. X-ray was performed and revealed that the pacemaker (pm) has migrated. Microdislodgement of the atrial lead was suspected. Programming changes were performed to resolve the issue. There were no patient consequences.